Event description:
It was reported that during a device change out due to normal eri, externalized conductors on the rv lead were observed under fluoroscopy and x-ray imaging. High capture threshold were also noted. No other electrical anomalies were detected. The lead remains implanted. The physician is planning to replace the lead. Patient condition was stable. No further information is available.